Manufacturer narrative:
Correction information provided in d.10. Additional information provided in h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of an unspecified cartridge and viscoelastic. It is unknown if qualified products were used. The handpiece indicated, is qualified for use with this lens, with the use of qualified lens/cartridge/viscoelastic combinations. The product investigation could not identify a root cause for the reported complaint. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has only provided partial answer to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noticed the haptic was stuck to the optic, might be a crack in the optic. Optic folded downward, not upward. Additional information has been requested, received and stated the iol was exchanged for unspecified lens during initial procedure. In the surgeon opinion, haptic on the lens caused or contributed to the event. There was no patient harm.